Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead presented with loss of capture. It was determined that the rv lead had dislodged. A revision was performed and this rv lead was capped, surgically abandoned, and successfully replaced. No additional adverse patient effects were reported.